Manufacturer narrative:
The intraocular lens was return to the manufacturing site for investigation in a zip lock bag. Surface residuals (particles, fibers and ovd residues) were observed on lens which indicates that the unit was handled and prepared for surgical use in addition the lens was cut in two pieces. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. The records show the lens passed all the optical measurements. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient ending up being too near sighted. The patient had a prior refractive procedure and the doctor used the ora (ocular response analyzer) multiple times to check the diopter. The lens was replaced with the same model lens, of a smaller diopter (21.0). No further information was provided.